Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant products: compositcp 60 10x35mm int. Screw catalog#:905262 lot#:143957. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00590/ 0001825034-2017-02519/ 0001825034-2017-02522/ 0001825034-2017-02524/ 0001825034-2017-02525.

Event description:
It is reported that the patient underwent an anterior cruciate ligament reconstruction revision procedure approximately twenty (20) months post-implantation due to pain, stiffness, and suspected infection. The surgeon was reportedly attempting to treat the patient for infection for approximately a year, prior to removal. Revision operative notes received noted hypertrophic tissue and thickened tissue. A synovectomy, debridement, and graft and hardware removal were performed. The patient was then prescribed antibiotics.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through receipt of medical records and operative notes. Medical records were reviewed which cover the removal of the previously implanted acl graft, "deep hardware, proximal tibia" and "deep hardware, right lateral distal femur." It is called out in the report that a major synovectomy was required to remove "a significant amount of hypertrophic tissue noted anteriorly." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. This product is in scope of previous corrective action, however, root cause was unable to be confirmed for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 filed for the same patient. (Reference 0001825034 - 2017 -00590 / 00591). Concomitant medical products: medical product-biomet 9-10mm standard ezloc fem fixa, catalog#: 904781, lot#: 607100.

Event description:
Patient underwent an acl reconstruction procedure, and has subsequently developed an infection. The surgeon has been attempting to treat the infection for approximately one year, but a future revision surgery may be indicated.